Event description:
It was reported that when connecting a cable for bipolar forceps, it burned and smoke came out of the connector part of the generator. Then, a new cable was connected and the same thing happened; however, they continue to work with the thunderbeat. The issue occurred during an unspecified therapeutic procedure. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received form the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous report submitted. This report has been found to be a duplicate of report 3003724334-2025-00090-00. All event information will be reported in 3003724334-2025-00090-00 and this report will be cancelled as a duplicate.